Event description:
A 6f angio-seal vip was selected for use following a percutaneous coronary intervention and a pre-deployment angiogram, revealing a puncture site in the common femoral artery. Both audible clicks were heard during deployment, but during pull-back, no tension was felt and the entire device withdrew form the pt. Manual compression was applied. Two-days post-intervention, the pt developed a retroperitoneal hematoma from the puncture site, consisting of two liters of blood. The pt was treated with blood transfusions and surgery to evacuate the hematoma. Post-surgery, the pt went into acute renal failure and is currently in the intensive care unit with sepsis.

Manufacturer narrative:
Evaluation results: the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedure. Upon receipt, the anchor leading leg was visible between the sheath tip and monofold, consistent with non-deployment. No other visual anomalies were noted. The carrier tube assembly was moved into the forward lock position. The anchor fully exited the sheath distal tip; the trailing leg cleared the monofold. The monofold fully collapsed onto the carrier tube. No anomalies were noted. The carrier tube assembly was then moved to the full rear-lock position. The anchor fully posted against the sheath monofold. No anomalies were noted. The anchor was then grasped and the suture extracted. The clear heat shrink tubing, tamper tube, knot, and collagen were all exposed. The collagen was discolored with a blood-like substance. No anomalies were noted during deployment. The overall device condition suggested full or partial extension of the deployment sleeve prior to insertion into the hemostasis sheath, or resistance encountered during carrier tube advancement through the hemostasis sheath. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. Sjm has no record indicating the physician has undergone training certification on the use of the angio-seal vip. The angio-seal device instruction for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.